Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -12.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient had blurred vision and near vision was difficult. On (B)(6) 2022 the lens was explanted. This resolved the problem and it was noted "the patient had difficulty looking close and strongly requested to take it out". The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).